Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, the report originated from the neonatal intensive care unit. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown medication was backing up through the non-dehp three lead extension set. This occurred during infusion in the neonatal intensive care unit (nicu). The device was being used in a setup with a sigma pump with a buretrol set infusing hyperal total parenteral nutrition, and a syringe pump infusing intralipids. It was reported that intralipids were backing up into the buretrol set. The reporter stated that the ¿"dsg" was removed and the line was attempted to be flushed, and the nurse was unable to draw or flush the line.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted that the device was fully primed and was received with a non-baxter luer activated device attached. A simulated use test was performed in which the device was connected to an in-house solution bag, reprimed, and observed for issues; the device primed and flowed normally with no backflow noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.